Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that te device is contaminated with foreign matter(hair). The event occurred during unpacking.

Manufacturer narrative:
H3: the device was received for evaluation. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. Visual and analysis tests were performed, which confirmed the contamination of the device due to hair. The cause of the contamination was related to good manufacturing procedures not being followed or partially followed by operators during the manufacture of this product including cleanliness of assembly stations. No further action was taken.